Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is scheduled for normal life implantable neurostimulator (ins) battery replacement. They were able to check impedance before the ins reached end of service (eos). Electrode impedance showed: c0: 587 ohms c1: 531 ohms c2: low. Unable to provide number value. C3: 209 ohms 01: 770 ohms 02: 634 ohms 03: 753 ohms 12: 553 ohms 13: 685 ohms 23: 255 ohms impedance was reviewed and troubleshooting was unable to be performed as the ins has reached eos. The patient is programmed: 3v/60pw/190hz with electrode 0-2+. They were unable to check therapy impedance. It was suggested testing impedances in the operating room. No patient symptoms were reported.